Manufacturer narrative:
On 03-feb-2017, an fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse guided the customer on how to replace sample needle and primed system. No further action was required by field service. The most probable cause of the reported event was the sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported 706 large syringe errors with grinding sound with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.